Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The complaint states that a sensor failure after warm-up was reported. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s spouse stated that she woke up at 2:00 am and found the patient on the floor and unresponsive. She called 911. The cgm was not showing any values due to the sensor error message. The paramedics checked the patient¿s blood glucose (bg) and told them that it was very low (no bg value was provided). The patient was taken to the hospital and provided medication, but the spouse no longer has the medication list they were given, and she cannot remember what treatment was given. The patient was discharged on the same day. At the time of the report he was in good condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.